Event description:
Customer reported that the alarm appears to be working when first attached to the pt, but when she checks it while still attached to the pt within the next 3-4 hours, the alarm would not signal when the magnet was pulled away from the metal plate. No pt injury reported.

Manufacturer narrative:
(B) (4). Evaluation of the returned product shows the battery connector does not fit tightly around the 9v battery. Therefore no power and no alarm. (B) (4).